Event description:
It was reported that during their education they experienced "cassette not attached properly. Reattach cassette." Issues. It appeared to be pump-specific rather than cassette-specific as several cassettes were tried. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by functional test. The cause was a bad latch lock flex. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.